Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The girlfriend was the one who called the paramedics. The patient's blood glucose levels reached 40's mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include slurring words and in and out of consciousness. The paramedics gave the patient something but they could not recall what it was but in the ER(emergency room) the medical professional gave the patient IV (intravenous) but also did not know what it was. The patient was released the same day. The pod was worn while seeking medical attention.